Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room at the time of event. Philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse advised checking the flat detector connections, which were intact and cold restart did not resolve the issue, and diagnostic tests showed a problem with the flat detector. After reviewing log, it is finding communication error between fdc and detector. Philips field service engineer (fse) visited onsite and to resolve the problem, replaced the flat detector. After replacing the flat detector, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.